Manufacturer narrative:
Section e1: reporter email was not available manufacturer's investigation conclusion: the reported event of a white line on the system controller screen was confirmed. The returned system controller (serial number: (B)(6) was connected to a test power module and system monitor and a white line on the system controller screen was observed. Downloaded log files were unremarkable. The system controller audio alarms and other visual indicators were found to function as intended. The controller was connected to a test pump and operated a mock circulatory loop without issue. Aside from the white line in the display, no other issues were observed during testing. The lcd screen was replaced with a test lcd screen and the display issue resolved. After replacing the lcd screen, the controller passed all testing without issue. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a white line on the patient's system controller screen that always appears and cannot be eliminated. Information on the system controller was still available to the user, despite the white line. Healthcare professional changed the backup system controller to this patient, and we would like to return the system controller, there's no adverse event in this case.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.